Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used syringe was received for evaluation. This sample was tested with the syringe pressure test per the specification. After pressurized to 30atm, water was noted to come out of the bonded joint area between the tubing and the syringe. Although a definitive root cause cannot be determined, the most likely root cause was an incomplete bond between the tubing and syringe tip. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure cop-qp-8000051.

Event description:
As reported by user facility: couldn't inflate balloon, due to leaking between syringe and pressure tube.